Manufacturer narrative:
Medical device type: jka, fpa. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that retraction failure occurred after use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "after use, the needle does not retract completely, it happened about 5 times on the same batch." 5 occurrences were reported.